Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of a homechoice cassette which caused a leak; further described as ¿pinhole¿ in size. This was observed during fill one (1) of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient in starting over with new supplies. Rts advised the patient to let their registered nurse know of the event. There was no patient injury or medical intervention associated with this event. No additional information is available..